Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 6/28/2020. Investigation: a device history review was conducted for lot number 9141607. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample displayed a cleavage of the needle core at the location the needle notch; this section of the needle is designed to be thinner to allow for blood flash back during use. Due to the deformation of the returned sample the device could not be subjected to functional testing for rigidity dimension evaluation of needle notch. In lieu of the affected unit functional testing was conducted on the retention samples for this lot; our engineers found the retention samples to conformance to all tested product parameters and were unable to replicate the damage to the affected unit. Based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle tip was found broken off when withdrawing it from the patient during use. The following information was provided by the initial reporter, translated from chinese to english: 'the nurse felt obscure during the puncture, so she did not complete the puncture. After removing the needle from the patient and withdrawing the needle core, the needle tip was broken at the catheter tip"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle tip was found broken off when withdrawing it from the patient during use. The following information was provided by the initial reporter, translated from (B)(6) to english: 'the nurse felt obscure during the puncture, so she did not complete the puncture. After removing the needle from the patient and withdrawing the needle core, the needle tip was broken at the catheter tip."